Manufacturer narrative:
The technician found the power control module was not functioning. The technician replaced the power control module to repair the bed.

Event description:
Info received indicates the bed has no ac power.